Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the patient has been experiencing "thumping in the belly, aches, and pain in the back." The patient also noted the "device had slid down." The patient talked with the physician who scheduled a device revision. It was later confirmed that the patient experienced discomfort due to the device migration. The pocket was revised and the device remains in use. No further patient complications have been reported as a result of this event.